Event description:
It was reported in a journal article by fricke, et al. (2021), tilted directional leads for deep brain stimulation: technical notes and experiences, 2021, that there were 4 lead revision procedures. No identifying information was available but at least the devices appeared to have been manufactured by boston scientific. No additional information was provided.